Manufacturer narrative:
(B)(4). Report source: foreign country: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the doctor originally planned to choose taperloc + g7 ceramic to polyethylene set, according to the patient's intraoperative needs. Two acetabular screws were placed to increase the stability of the prosthesis anti-rotation. After the installation of the central sealing nut, the polyethylene liner was ready to install. Checked that the surrounding soft tissue is not blocked, freehand into the liner, selected the corresponding liner beater for tapping, and found that the liner cannot be locked. Continued to clean up the soft tissue and bone around the acetabular rim, and the liner still could not be locked. Repeatedly operated this step, and this process lasted about half an hour (extending surgery 30 minutes). Installation could not be completed. There were no adverse patient effects related to the procedure. No additional information.